Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the tortuous left circumflex coronary artery. During the procedure, the balance middleweight (bmw) universal ii guide wire appears to be stripped of the coating after use of a stent or balloon and there is resistance when advancing through the distal guide wire. The device is not removed easily, the guide wire appears to grip the device and a guide catheter extension was required to safely remove the guide wire. There were no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported peeled / delaminated was unable to be confirmed. The reported difficulty to advance and difficulty to remove were unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the tortuous anatomy and/or inadvertent mishandling resulted in the noted guide wire damages (shaping ribbon kink, polymer coating chatter marks, multiple proximal core bends/kinks) thus resulting in the reported difficulty to advance and difficulty to remove the device over the guide wire. The noted corroded coils is likely a result of exposure to the elements during transit back to abbott vascular for analysis. The treatment appears to be related to the operational context of the procedure as reportedly a guide catheter extension was required to safely remove the guide wire. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.